Event description:
The user facility reported that their eagle eo monitor was alarming ¿high leak rate of 9.12¿. The surgical department was evacuated and emergency services were contacted. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician arrived at the facility to inspect the unit. The technician confirmed that no eto sterilizers were running on the day of the reported event. The monitor was found to be operating to specification. Emergency services were contacted by the user facility. The eo alarm turned off before they arrived. The monitor alarmed for one full cycle only. The technician confirmed the alarm initiated by a non-eo odor as the monitor is located in area with multiple devices and frequent traffic.